Event description:
It was reported that the patient's pacemaker was unable to be interrogated. The pacemaker was explanted and replaced. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient was stable throughout the procedure.